Event description:
A hospital in (B)(6) reported via our distributor that a pin was found to be bent on an rt206 adult breathing circuit. No pt consequence was reported.

Manufacturer narrative:
Ps53177 - the device is not sold in the USA but is similar to the product sold in the USA under 510 (k) # k983112. The returned breathing circuit was visually inspected for bent pins and tested to see if it could be connected to a heater wire adaptor. Results: a heater wire adaptor could not be connected to the heater wire electrical socket in the inspiratory tube. A visual inspection revealed that one of the heater wire pins was bent and this prevents the adaptor from connecting to the heater wire socket. We were unable to carry out a lot check as no lot info was provided. Conclusion: all breathing circuits are tested for connectivity and electrical continuity during production and those that fail are rejected. It is possible for the user to bend the heater wire pins during use if the heater wire adaptor is inserted into the heater wire plug on an angle. For bent pins reported to us by healthcare facilities, it is impossible for us to determine whether the pins were bent during production or by the end user. Bent pins do not preclude ventilation of the pt, but prevent the heating of the gas delivered. (B)(4).